Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of a pod communication error. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention due to a stomachache and the pod was not working. The patient¿s mother reported that the pod had an error during activation, it never primed and stopped delivering insulin. The controller displayed a message to discard the pod. The pod was removed prior to going to the emergency room (ER) and insulin was administered via injections. On (B)(6) 2025, the patient was taken to the ER for observation. The patient was not given a diagnosis and the patient¿s mother was instructed to follow up with their endocrinologist. While at the ER, the patient was treated with intravenous insulin as there was risk for diabetic ketoacidosis. The patient was discharged on (B)(6) 2025.